Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in (B)(6). The device initiated therapy and delivered multiple atp's the device continued to deliver atp's as it was set to do. Review of the egm's did not reveal any sensing markers. The patient was stable after the event. Egm's will be sent for further evaluation. No further information is available.